Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 51 mg/dl and slurred speech. Reportedly, customer consumed more carbohydrates than normal, and started working out. Reportedly, the customer delivered a correction bolus, and in addition to the pump's autobolus feature, combined with exercise, contributed to bg level. Customer required assistance from parent to treat bg level via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.